Event description:
On 09/24/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pumps outflow was not calibrating/ not pinching. This was noticed during a case, with no effect on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is not confirmed, and no related issues were found. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The returned device was visually inspected, and some regular signs of wear and tear were noted. The returned device was assembled with an ar-6410 lot# 73988853 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the pre-set pressure, the run button was pressed to start the machine upon letting the pump run for 86 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. To test the outflow system, the device was assembled with an ar-6430, lot 73002759. The lavage and rinse buttons were pressed to evaluate the functionality, and no issues were noted. The device is working as intended and described on the dfu-0212-eor1_fmt_en. There was no damage or problems with the outflow suction tubing pinch roller. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected, and no problem was found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1¿section 5.2) to simulate an overpressure failure on the pump and verify whether an error message and/or audible alarm would be triggered. The clamp test results indicate that the pump triggered an alarm, and the rollers stopped moving. During the test, it was noted that the pump motor and rotating parts made a loud noise when running. The loud motor can be attributed to wear and tear from extended usage in the field since the device was manufactured in 2019. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures.